Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, occluded, high blood glucose. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1884, mmt-332a, mmt-399a. No further patient complications were reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-399a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Found no delivery alarms during testing. Successfully downloaded pump history files and traces using thump software. Pump delivered 26 bolus deliveries on the event date of 12/28/2024 at 05:54:51.000 to 17:09:24.000. Pump alarmed no delivery alarms on the event date of 12/28/2024 at 02:00:00.000 to 12/28/2024 at 17:09:24.000 during bolus and basal. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.352 mv). The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. No delivery/occlusion alarm was not confirmed during testing. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.